Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, the customer experienced an elevated blood glucose (bg) level reading of ¿high¿; however, bg value was not provided, cause was not known. Customer used a manual dose injection (mdi) to address bg level. Reportedly the customer continued to use the pump for insulin therapy. The customer also had mdi supplies available.